Manufacturer narrative:
The surface cooling pads in complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed, and a root cause could not be determined. Based on available information, the event was not serious because it did not meet any criteria of seriousness per regulations (did not lead to death, was not life-threatening, did not result in a permanent impairment of a body structure or a body function, did not require in-patient hospitalization or prolongation of existing hospitalization, and did not result in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function). In IFU, it listed that the method of temperature control provided by all hyper-hypothermia units presents the danger of heating or cooling body tissues, particularly the skin, to a point where they are injured, i.e., burns or frostbite, respectively. A physician's order is required for setting pad temperature and use of equipment. At least every 20 minutes, or as directed by physician, check patient's temperature and skin integrity of areas in contact with pad, however, based on available information, the nurse stated that the patient's skin was not checked as frequently as needed or based on the protocols, which led to skin integrity issues. Re-train the user for IFU is recommended. Due to the relevant time and the event location in predisposed patient, the event of skin damage was probably related to the innercool stx surface system pads.

Event description:
A patient was in the prone position with stx surface cooling pads for temperature maintenance. The patient was bariatric in size and on multiple medications, including vasopressors. At some point during the treatment, the nurse noticed that the patient had developed a skin breakdown on the thigh. The cooling pads had left impressions/marks on the patient's skin. The patient's skin did not cut open, but purple/blue discoloration was noted. The nurse stated that the patient's skin had not been checked as frequently as needed or required based on the protocols, which led to skin integrity issues. It is unknown when the stx pads were removed and if or how the treatment was continued. The customer did not provide any further information. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
Based on available information, the event was not serious because it did not meet any criteria of seriousness per regulations (did not lead to death, was not life-threatening, did not result in a permanent impairment of a body structure or a body function, did not require in-patient hospitalization or prolongation of existing hospitalization, and did not result in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function). In IFU, it listed that the method of temperature control provided by all hyper-hypothermia units presents the danger of heating or cooling body tissues, particularly the skin, to a point where they are injured, i.e., burns or frostbite, respectively; and the risk of hurting by heating or cooling is not unique to innercool stx surface system pads. A physician's order is required for setting pad temperature and use of equipment. At least every 20 minutes, or as directed by physician, check patient's temperature and skin integrity of areas in contact with pad, however, based on available information, the nurse stated that the patient's skin was not checked as frequently as needed or based on the protocols, which led to skin integrity issues. Re-train the user for IFU is recommended. Due to the relevant time and the event location in predisposed patient, the event of skin damage was probably related to the innercool stx surface system pads.

Manufacturer narrative:
H1 (type of reportable event) was corrected.